Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The recommended programming changes were made.